Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient reports he experienced pain following the implant of two perfix plugs in the right groin and underwent explant approximately one year after implant. The patient reports the surgeon noted the mesh was "bunched up like a flower". The perfix plus device is a pre-formed, three dimensional device which contains multiple inner layers of mesh. Without an explanted sample, we are unable to determine the condition of the mesh and if the mesh was within its original shape which could appear as a flower shape and medical records have not been provided at this time. A review of the manufacturing records was performed and there was no evidence of a manufacturing related caused cause for the reported event. With the currently available information, no conclusion can be drawn. See MDR 1213643-2012-00149 for information related to the first perfix plug implanted on (B)(6) 2008.

Event description:
The following was reported by the patient: on (B)(6) 2008- the patient underwent implant of two bard perfix plug meshes in the right groin. On (B)(6) 2009- the patient reported he underwent open explant of both bard perfix plus and an implant of an unknown mesh. During this procedure, the patient reported the surgeon noted the mesh material was "bunched up like a flower". The patient alleges he continued to experience nerve pain in the right groin area and on (B)(6) 2012, the patient underwent pain management injection therapy (right groin area) with no relief of symptoms.